Event description:
It was reported that while in use of three (3) bd vacutainer® ultratouch¿ push button blood collection set, blood drips from the end of the blood collection device. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.